Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. P-cap locks properly into the reservoir compartment. No pump errors noted during testing. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on 12/26/2022 23:05:33.000. Pump error 41 was found in the history files on 12/26/2022 23:05:33.000. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor, motor, battery tube, or harness assembly vibrator. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay. Pump error 41 and 43 confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack in pump and pump error 41.  Troubleshooting was performed, customer was able to clear alarm and rewind the pump. No harm requiring medical intervention was reported. The device was returned for failure analysis.